Event description:
Info received indicates the head up function is not working.

Manufacturer narrative:
The tech isolated the issue to a non-functioning head up valve. He replaced the head up valve to repair the bed.

Manufacturer narrative:
The tech isolated the issue to a non-functioning head up valve. He replaced the head up valve to repair the bed.